Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier was unable to fire/engage clip. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the claim against the product by the customer noting unable to fire/engage clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The clips opened and closed properly. The instrument was fully functional. Clips were applied with no issues. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. Additionally, excessive amount of dried residue around the clamping pulley cable grooves, and signs of corrosion were found on the instrument bearings. Bearings found at the proximal end of the main tube exhibited orange discoloration. The root cause of the failure mode corroded instrument bearings is typically attributed to user mishandling. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. A review of the instrument log for the large hem-o-lok clip applier (part #: 470230-12, lot #: n10181011 0138) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had (B)(4) uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.